Event description:
On june 1,1999 safeskin corporation was served with the following lawsuit: pliantiff's claim alleges the following: on or about october 1998, plaintiff discovered that as a cumulative result of her repeated and substantial exposures to latex-containing gloves, was caused to suffer an immediate reaction to latex and latex containing products.